Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of no audio was reproduced and confirmed through evaluation. Evaluation found the signal from the pic controller for audio function was not working properly. This was determined to be caused by failed hardware on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
During baxter's functional testing, it was discovered a spectrum pump had no audio. There was no patient involvement.